Event description:
It was reported that a user of the ilet experienced elevated blood glucose after an infusion set change and while ill, with a reported blood glucose of 244 mg/dl; the user consulted their endocrinologist, who recommended another site change due to suspected poor absorption, and customer care assisted with a site change and resumption of delivery using a steel cd infusion set with 23-inch tubing, with no visible issue observed on the removed set. Investigation included technical support review and user troubleshooting. Further investigation of this case revealed no device malfunction observed and a potential contribution from site absorption issues and intercurrent illness. There was no user reported symptoms associated with hyperglycemia during the event. Outcomes included no reported injury and self-management with continued monitoring. It was concluded that the event was consistent with hyperglycemia of unclear cause with likely contributing factors unrelated to device malfunction. A complete supply change resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.